Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device broke while being cleaned outside of the patient and the black sheath broke away from the white handle base. It's completely detached from the base outside of the patient cavity. Nothing needed to be retrieved, nothing was detached inside of the cavity. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the hub was broken. The pieces were broken off and not returned. The reported condition was confirmed. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instruction for use states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.